Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2005 which caused the programmed settings to change to unintended parameters, and the output current was changed to 0ma. The setting change was not noted until the next visit on (B)(6) 2005, when the settings were corrected.